Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11. Corrected field: d9. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the e006 (insufficient conductivity) occurred frequently with generator and did not resolve even after a-code replacement. The issue occurred during the therapeutic transurethral resection of bladder tumor procedure during sedation while device was inside the patient. The surgery was cancelled. Per additional information received from the customer, the electrode was not in the air, it was in the saline solution and there was no adhesive material on the electrode. There were no reports of patient harm.